Event description:
No new information.

Manufacturer narrative:
Investigation results were made available. Ref:29.00.39-080 ; lot: 2244313 , yield:81, delivered:81, the quality records indicate that these components met all requirements to perform as intended. Ref: 01.00214.054 ; lot: 2292481 yield: 26 delivered: 26, the quality records indicate that these components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: loosening event description: it was reported by njr that a patient was revised after around 10.5 years of implantation due to aseptic loosening of the stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The review of device history records and raw material certificates did not identify any case-related deviation or anomalies. Conclusion summary: the patient was revised due to aseptic stem loosening. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. There are multiple factors can contribute to loosening in general such as excessive force applied when preparing the femoral canal, wrong size of instruments used and fretting between the components. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: metasul durom, component for acetabulum, 54/48, code n, catalog no# 0100214054 ; lot no# 2292481. Metasul ldh, head, 48, code n, taper 18/20, catalog no# 0100181480 ; lot no# 2289941. Therapy date: (B)(6) 2016. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to stem loosening.